Event description:
As reported, the web was prepped on the back table, pulled back into the sheath to introduce saline. Then pushed out slowly into a bowl of saline and checked for bubbles, then re-sheathed. The continuity test was performed on the web and passed as a green light appeared. The web was backflushed and then introduced into the via 27 and pushed smoothly in the microcatheter. The vertebral artery had moderate tortuosity, and a kink was created in the pusher wire while advancing, double checked with the detacher, a green light still appeared, and the detachment button was not pushed. Advanced the web through via 27. Upon first deployment of the web, the pusher wire was pulled back to try to manipulate the device and the web detached from pusher wire. Placed a stent to keep right pca open. Patient condition/outcome, stable, neuro status baseline. Additional clarifying information received indicated, the web detached at the detachment zone as intended. It just detached without the controller before we were ready to detach. It detached in a good position but not in the intended position and remains implanted. The physician wanted to do some manipulation to possibly improve the position of the device. The patient recovered well with no deficits and was discharged the next day.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.